Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system controller pcb assembly and user interface to stack flex assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and user interface to stack flex assembly. No issues were observed with these components. A further root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they went to use this device on a patient and it booted up to a completely white display. They were able to switch to a back up device right away. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.